Event description:
It was reported on (B)(6) 2018, a 25mm trifecta¿ gt valve was implanted. On (B)(6) 2022, the valve was explanted due to aortic regurgitation (ar). Upon explant, a leaflet tear was observed on the stents posts between the non-coronary cusp (ncc) and the right coronary cusp (rcc) and another tear was noted on the close to the stent post between the left coronary cusp (lcc) and the rcc. It was also noted that the rcc had shrunken. A non-abbott valve was successfully implanted. The patient was reported to be in stable condition. The operative notes and echo report was requested but cannot be obtained.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
Explant due to aortic regurgitation was reported. The investigation found that all the leaflets were torn and that there was fibrous pannus ingrowth on the inflow surface of leaflet 2. Leaflet 3 had a fold and there were degenerative changes at the tear sites. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear sites, which could have contributed to the formation of the tear.